Manufacturer narrative:
Concomitant medical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (2 mg/ml at 0.15 mg/day) via an implantable infusion pump. It was reported that the patient was getting inadequate pain relief. A catheter access was done and had a negative return of cerebrospinal fluid. An x-ray showed that the catheter anchor site was turned at 90 degrees, which appeared to have caused catheter kinking. When accessed, the catheter was confirmed to be kinked. 7cm of the spinal segment was removed and reattached to the pump segment. Catheter access was performed to verify patent flow. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.